Manufacturer narrative:
Follow up #3 submitted: 09/23/2016. On (B)(6) 2016 when the complaint was received by animas, the patient had been hospitalized that day due to alleged blood glucose excursion resulting from long-term cessation of insulin delivery by the insulin pump related to the reported call service alarm issue. The reporting health care provided stated that the patient was in the children's unit at the time of the call to animas customer technical support and insulin injections were planned to be administered as treatment. The reporter further stated that the patient was expected to be discharged from the hospital the evening of (B)(6) 2016. No further information was provided at that time. At this time, the subject insulin pump has not been returned to the manufacturer for investigation. If further information becomes available, this complaint will be updated accordingly.

Manufacturer narrative:
The serial number for this pump is (B)(4).

Manufacturer narrative:
Follow up #2 submitted: 09/22/2016: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue; (B)(4). This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.